Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device 72 hours or longer. The patient noted purulent discharge, itching and redness at the site (abdomen). The patient visited the general practitioner and was prescribed antibiotics (flucloxacillin 500 mg; 4 times a day for a week) for treatment. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.